Manufacturer narrative:
(B)(4).

Event description:
The patient reported that stimulation stopped working on the left side. The patient had fallen on the leads in (B)(6) 2015, about 2 weeks prior to the implantable neurostimulator (ins) implant on (B)(6) 2015. The manufacturer representative (rep) had tried reprogramming. The patient experienced therapy not covering constant hurt/ache in their left leg. The healthcare provider (hcp) discussed lead replacement. The rep had stated there was nothing more she could do. It was later stated that no rep had known of the issue. It remained unclear if a rep had known of the issue. The patient also had stated that it was not working right and it was difficult to charge after a fall, but it appeared that the patient was trying to find a way to report that the ins was not covering the left side. The patient was not in a state of mind to clarify any questions. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.